Event description:
It was reported that pump housing and usb port were damaged, causing difficulty with charging and requiring caller to move charging cords to make connection work, and damage affected ability to charge although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged replacement pump with updated software, confirmed shipping details, and provided instructions on storage mode, returning problematic pump within specified time, and programming pump settings and connecting continuous glucose monitor on replacement device.